Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an absence of occlusion alarm. The customer's blood glucose level was unknown at the time of incident. The customer reported the insulin pump no longer delivering a bolus and does not give an error. The customer did not troubleshoot the issue. The customer will be return the insulin pump for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test. Unit delivered properly all bolus programmed during testing. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.